Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had possible over delivery of insulin. Customer¿s current blood glucose is 25 mg/dl. The customer treated with the food. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported that insulin pump system was not in use within 48 hours of reported low blood glucose event. Customer stated that the insulin dripped out before infusion set change. The device will not be returned for analysis.